Event description:
It was reported that during the beginning of a da vinci s prostatectomy procedure, the surgical staff experienced system error code 23017 on a endoscopic camera manipulator(ecm) arm. The site recycled power to the system and when powering back on, system error 25511 was experienced. The site undocked the ecm, power system down and exercised the ecm axis. The system powered up and homed successfully. The customer attempted to dock the ecm and the system immediately faulted with system error code 23017. At this time, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found system error code 23017 and 25511 to be associated with a endoscopic camera manipulator (ecm) arm. Endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23017 appears when the da vinci s safety system determines that a motor did not respond as expected and the measured motion did not match the internal simulation of the motor. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. Error code 25511 occurs on startup when the system runs a diagnostic test on the current control loop (which regulates the electric current driving motors) and determined it to be out of specification. When this diagnostic fault is triggered, the system transitions to a non-recoverable safe state. The ecm was returned to isi for failure analysis investigation. Engineering confirmed the customer reported problem and found the ecm to have a defective motor/encoder assembly which was replaced to repair the ecm. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.